Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that the insulin pump is malfunctioning. The current blood glucose reading is 141 mg/dl. Customer experiencing headaches, stomach aches and moodiness. The blood glucose reading at the time of hospitalization was 123 mg/dl. Customer treated with manual injection before going to the hospital. Customer was vomiting. Hospital admitted customer into ICU, treated with IV insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.